Manufacturer narrative:
A lot history review (lhr) of rexg2460 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the MFR, at this time, for eval.

Event description:
It was reported that within one week after the catheter was inserted, the head nurse found there was breaks and leakage 5 cm within the catheter puncture site. Therefore the catheter was removed. Add'l info - the leak was under the skin. There was some fluid outflow through the puncture site.